Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: could you please provide more details to the complaint? Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Operative field. Was the plastic portion of the cartridge damaged? No. Was the metal cartridge pan separated from the plastic portion of the cartridge? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in one procedure, a blue refill was faulty, so it had to be replaced. Surgery was delayed by 15 minutes. The reload was replaced and procedure completed successfully. No patient consequence.